Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 596 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A fragment of the complaint device was not retrieved from the patient, and there were no reported adverse patient consequences at this time. If mitek receives information in the future that the patient¿s condition has changed, this complaint file will be re-opened at that time, and a follow-up report will be filed.

Event description:
The customer's contract specialist reported that the tip of an expressew iii needle broke off in the patient during a shoulder procedure. X-rays were done, however, the fragment was not able to be removed from the patient. A new needle from the same lot as the complaint device was opened and used to complete the procedure with no reported adverse patient consequences. No other information was available from the customer.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Follow up information for this event suggests that the broken needle part was probably flushed out during surgery and the x-rays confirmed that it does not remain inside the patient. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The customer's contract specialist reported that the tip of an expressew iii needle broke off in the patient during a shoulder procedure. X-rays were done, however the fragment was not able to be removed from the patient. A new needle from the same lot as the complaint device was opened and used to complete the procedure with no reported adverse patient consequences. No other information was available from the customer. The following information was received from the customer on 7-2-14; additional information from the surgeon indicated the area was flushed out, nothing was found, and an x-ray was taken which revealed no needle fragment in the patient.